Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error (e226) a root cause could not be identified. Based on the results of the investigation, the probable cause of the reported issue was traced to corrosion on the plug unit and a scope communication error (e226). And the likely cause for the scope communication error (e226) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had stripes on the image. The event occurred during inspection for use. There were no reports of patient involvement.